Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified defective buffer valves. The fse replaced the buffer valves to resolve the issue. Age, weight, and ethnicity: information not provided by customer. Phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the initial results for 1 patient sample.